Event description:
It was reported that the pt had detected insulin in the cartridge compartment of the infusion device. The pt dried the infusion device with a cloth. On the (B)(6) the pt had blood glucose levels over 300 mg/dl that she was not able to correct using the infusion device. On (B)(6) 2011 she tried changing the infusion set and still wasn't able to correct the elevated blood glucose. The pt's normal blood glucose level is 120 mg/dl. On (B)(6) 2011, the pt's blood glucose level was 291 mg/dl. The pt administered insulin multiple times throughout the morning with little success. The pt switched to her backup infusion device and her blood glucose levels returned to normal. The pt felt that her primary infusion device was not delivering enough insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.